Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 07-mar-2019. The most recent information was received on 22-aug-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain,'), pelvic infection ('pelvic infection'), genital haemorrhage ('bleeding,') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 789032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis ablation on (B)(6)2012, tobacco abuse, urinary urgency, diabetes, diarrhea, thermal burn, sinusitis, chest pain, allergic rhinitis, depressive disorder, esophageal reflux, dyspareunia, endometriosis, constipation, emesis, alcohol abuse, vitamin d deficiency, esophageal reflux, hematuria, osteoarthritis, gastrointestinal disorder, colonic diverticulosis, colonic diverticulosis, cannabis dependence, alcohol dependence syndrome, hallucinations, hyperlipidemia, bipolar disorder and paraesthesia. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included vaginal irritation, vaginal discharge, urinary frequency, urethritis, allergic rhinitis, anxiety state, bipolar disorder, adhd, esophageal reflux, genital itching, itching, extensive burns, knee pain, neck pain, hand pain, joint swelling, tenderness, cough, stress urinary incontinence, post coital bleeding, painful urination, right lower quadrant pain, sore throat, yeast infection, vaginal itching, burning sensation, genital odor, vaginal discharge, genitourinary chlamydia infection, vaginal disorder, vaginitis, diverticulosis, hematochezia, acute bronchitis, urinary tract discomfort, nabothian cyst, appetite disorder and anorexia. Concomitant products included carbamazepine, ciprofloxacin (cipro), diphenhydramine hydrochloride, estradiol, fish oil, fluticasone propionate (flonase allergy relief), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydroxyzine embonate (hydroxyzine pamoate), ketorolac tromethamine (toradol), loxapine, macrogol 3350 (miralax), melatonin, metronidazole, metronidazole (flagyl), oenothera biennis oil (primrose oil), ondansetron hydrochloride (zofran), topiramate, valeriana officinalis root (valerian root) and vitamin d nos (vitamin d). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), endometriosis ("endometriosis"), dyspepsia ("digestive issues/, heart burn"), back pain ("back pain"), fatigue ("fatigue/chronic fatigue"), abdominal distension ("excessive abdominal bloating"), affective disorder ("mood disorder"), headache ("headache"), food intolerance ("food intolerance"), speech disorder ("speech problems"), sleep disorder ("sleep issues"), disturbance in attention ("concentration problems"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infections"), tooth disorder ("dental issues"), polycystic ovaries ("ovarian cysts"), gluten sensitivity ("gluten sensitivity"), incontinence ("incontinence"), hot flush ("hot flashes"), night sweats ("night sweats"), constipation ("constipation"), nausea ("nausea"), vomiting ("vomiting"), gastrointestinal disorder ("bowel issues") and hypoaesthesia ("numbness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (B)(6) 2012 - robotic- assisted laparoscopic vaginal hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, autoimmune disorder, endometriosis, dyspepsia, back pain, fatigue, abdominal distension, weight increased, affective disorder, headache, food intolerance, speech disorder, sleep disorder, disturbance in attention, arthralgia, abdominal pain, vaginal infection, tooth disorder, polycystic ovaries, gluten sensitivity, incontinence, hot flush, night sweats, constipation, nausea, vomiting, gastrointestinal disorder and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, affective disorder, back pain, disturbance in attention, dyspepsia, endometriosis, fatigue, food intolerance, headache, pelvic infection, pelvic pain, sleep disorder, speech disorder and weight increased with essure. The reporter considered abdominal pain, arthralgia, autoimmune disorder, constipation, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, hot flush, hypoaesthesia, incontinence, nausea, night sweats, polycystic ovaries, tooth disorder, vaginal infection and vomiting to be related to essure. The reporter commented: " an required intervention & important medical event was mentioned but not specified and/or assigned to one of the events." Date(s) of removal: (B)(6)2012 (robotic- assisted laparoscopic vaginal hysterectomy with bilateral salpingectomy) (B)(6)2014 : (laparoscopic bilateral oophorectomy with lysis of adhesions and a frozen section) insertion details: the device was placed on the left with four trailing coils, and was then placed on the right with five trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: cystitis. Hysterosalpingogram - on (B)(6)2011: fallopian tube are not identified successful essure procedure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:abdominal pain, joint pain, constipation, nausea, vomiting, hypoesthesia. Most recent follow-up information incorporated above includes: on 22-aug-2019: pfs & mr received. Lot number was added. Reporter's information was added. Date of removal was updated. Patient's demographics was added. Added event bleeding, autoimmune-like symptoms, dental issues, headaches, joint pain, abdominal pain, vaginal infections, ovarian cysts, gluten sensitivity, incontinence, hot flashes, night sweats, constipation, nausea, vomiting, numbness. Medical history, historical condition, concomitant conditions, concomitant drugs, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain,'), pelvic infection ('pelvic infection'), genital haemorrhage ('bleeding,') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. 789032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis ablation on (B)(6)2012, tobacco abuse, urinary urgency, diabetes, diarrhea, thermal burn, sinusitis, chest pain, allergic rhinitis, depressive disorder, esophageal reflux, dyspareunia, endometriosis, constipation, emesis, alcohol abuse, vitamin d deficiency, esophageal reflux, hematuria, osteoarthritis, gastrointestinal disorder, colonic diverticulosis, colonic diverticulosis, cannabis dependence, alcohol dependence syndrome, hallucinations, hyperlipidemia, bipolar ii disorder and paraesthesia. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included vaginal irritation, vaginal discharge, urinary frequency, urethritis, allergic rhinitis, anxiety state, bipolar ii disorder, adhd, esophageal reflux, genital itching, itching, extensive burns, knee pain, neck pain, hand pain, joint swelling, tenderness, cough, stress urinary incontinence, post coital bleeding, painful urination, right lower quadrant pain, sore throat, yeast infection, vaginal itching, burning sensation, genital odor, vaginal discharge, genitourinary chlamydia infection, vaginal disorder, vaginitis, diverticulosis, hematochezia, acute bronchitis, urinary tract discomfort, nabothian cyst, appetite disorder and anorexia. Concomitant products included carbamazepine, ciprofloxacin (cipro), diphenhydramine hydrochloride, estradiol, fish oil, fluticasone propionate (flonase allergy relief), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydroxyzine embonate (hydroxyzine pamoate), ketorolac tromethamine (toradol), loxapine, macrogol 3350 (miralax), melatonin, metronidazole, metronidazole (flagyl), oenothera biennis oil (primrose oil), ondansetron hydrochloride (zofran), topiramate, valeriana officinalis root (valerian root) and vitamin d nos (vitamin d). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), endometriosis ("endometriosis"), dyspepsia ("digestive issues/, heart burn"), back pain ("back pain"), fatigue ("fatigue/chronic fatigue"), abdominal distension ("excessive abdominal bloating"), affective disorder ("mood disorder"), headache ("headache"), food intolerance ("food intolerance"), speech disorder ("speech problems"), sleep disorder ("sleep issues"), disturbance in attention ("concentration problems"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infections"), tooth disorder ("dental issues"), ovarian cyst ("ovarian cysts"), gluten sensitivity ("gluten sensitivity"), incontinence ("incontinence"), hot flush ("hot flashes"), night sweats ("night sweats"), constipation ("constipation"), nausea ("nausea"), vomiting ("vomiting"), gastrointestinal disorder ("bowel issues") and hypoaesthesia ("numbness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (B)(6) 2012 - robotic- assisted laparoscopic vaginal hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, autoimmune disorder, endometriosis, dyspepsia, back pain, fatigue, abdominal distension, weight increased, affective disorder, headache, food intolerance, speech disorder, sleep disorder, disturbance in attention, arthralgia, abdominal pain, vaginal infection, tooth disorder, ovarian cyst, gluten sensitivity, incontinence, hot flush, night sweats, constipation, nausea, vomiting, gastrointestinal disorder and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, affective disorder, back pain, disturbance in attention, dyspepsia, endometriosis, fatigue, food intolerance, headache, pelvic infection, pelvic pain, sleep disorder, speech disorder and weight increased with essure. The reporter considered abdominal pain, arthralgia, autoimmune disorder, constipation, gastrointestinal disorder, genital haemorrhage, gluten sensitivity, hot flush, hypoaesthesia, incontinence, nausea, night sweats, ovarian cyst, tooth disorder, vaginal infection and vomiting to be related to essure. The reporter commented: an required intervention & important medical event was mentioned but not specified and/or assigned to one of the events. Date(s) of removal: (B)(6)2012 (robotic- assisted laparoscopic vaginal hysterectomy with bilateral salpingectomy) (B)(6)2014 : (laparoscopic bilateral oophorectomy with lysis of adhesions and a frozen section) insertion details: the device was placed on the left with four trailing coils, and was then placed on the right with five trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: cystitis. Hysterosalpingogram - on (B)(6)2011: fallopian tube are not identified successful essure procedure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming:abdominal pain, joint pain, constipation, nausea, vomiting and hypoesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084177) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and pelvic infection ("pelvic infection") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included carbamazepine, estradiol, fish oil, hydroxyzine embonate (hydroxyzine pamoate), loxapine, melatonin, oenothera biennis oil (primrose oil), topiramate, valeriana officinalis root (valerian root) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), dyspepsia ("digestive issues"), back pain ("back pain"), fatigue ("fatigue"), abdominal distension ("bloating"), affective disorder ("mood disorder"), headache ("headache"), food intolerance ("food intolerance"), speech disorder ("speech problems"), sleep disorder ("sleep issues") and disturbance in attention ("concentration problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic infection, endometriosis, dyspepsia, back pain, fatigue, abdominal distension, weight increased, affective disorder, headache, food intolerance, speech disorder, sleep disorder and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal distension, affective disorder, back pain, disturbance in attention, dyspepsia, endometriosis, fatigue, food intolerance, headache, pelvic infection, pelvic pain, sleep disorder, speech disorder and weight increased with essure. The reporter commented: "an required intervention & important medical event was mentioned but not specified and/or assigned to one of the events." Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.